Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with po958r - monopolar handle without ratchet. According to the complaint description, multiple inserts were stiff and difficult to open/manipulate. The type of procedure was a laparoscopic sigmoid colectomy. There was a 20-minute delay while converting to an open laparotomy procedure. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: po887 - disp.sciss.shaft mini-metz.d:5/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00112). Po889 - disp.sciss.shaft metzenbaum d:5/420mm (aesculap ag reference no. (B)(4): 9610612-2025-00113). Po888 - disp.sciss.shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00114). Po888 - disp.sciss.shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00115). Po888 - disp.sciss.shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00116). Po888 - disp.sciss.shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00117). Po958r - monopolar handle without ratchet (aesculap ag reference no. (B)(4): 9610612-2025-00118). Po958r - monopolar handle without ratchet (aesculap ag reference no. (B)(4): 9610612-2025-00119).

Event description:
Associated medwatch reports: po887 - disp.sciss. Shaft mini-metz.d:5/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00112). Po889 - disp.sciss. Shaft metzenbaum d:5/420mm (aesculap ag reference no. (B)(4): 9610612-2025-00113). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00114). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00115). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00116). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00117). Po958r - monopolar handle without ratchet (aesculap ag reference no. (B)(4): 9610612-2025-00118). Po958r - monopolar handle without ratchet (aesculap ag reference no. (B)(4): 9610612-2025-00119).

Manufacturer narrative:
Additional information: d9 - product return. H3 - yes, evaluation. H4 - manufacture date. H6 - codes updated. Investigation results: aesculap ag has carried out a visual and microscopic inspection. Aesculap ag carried out a functional test: guardus function test - check the ease of movement of the rotary star and the movable handle section. Operate the movable handle section several times. The handle must snap back into its original position by spring force. Check function with function gauge (B)(4) when testing, the rotary star wheel may be pushed slightly, until it snaps into place. Aesculap ag carried out a function test, with the result that the device is within the given specifications. Batch history review: a lot number was not provided and batch history could not be performed; even after faithful attempts follow-up information was not received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/ preventive measures: based on the current information, the reported damge of the product could not be confirmed. No deviation from the specifications could be found. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon investigation results, a CAPA is not required.